Event description:
Ous MDR - after an implantation duration of approx. 9 months in (B)(6) 2017 intermittent pacing impedance values >3000 ohms were reported and a subsequent loss of stimulation. The lead was replaced on the (B)(6) 2018.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis of the lead detected that the insulation of the lead body was massively damaged by squashing about 33 cm distal of the is4 connector pin. The helix was fractured at this site, which was confirmed by the electrical analysis. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Further inspection found cuts in the insulation that were most likely a result of the explantation. Blood had entered the lead. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.